Event description:
Operating room nurse complained of itchy, dry hands after wearing the glove. After a couple of days, their skin became open and inflamed/discolored. Customer also had swollen eyelids. They saw a dermatologist and had allergy testing done.

Manufacturer narrative:
The customer was not able to provide the sample or the lot number involved, therefore, the device history record could not be reviewed. Historical trending was done. The protegrity with neu-thera glove has passed a series of tests prescribed by regulatory agencies for the intended use of the glove. The possibility of some individuals experiencing reactions to certain chemicals or lubricants used during the manufacturing process cannot be ruled out.